Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 158 mg/dl. Caller stated that the customer's blood glucose readings have been over 600 mg/dl. The blood glucose reading at the time of the event was over 390 mg/dl. Customer was released after six hours. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.